Event description:
The end user states the chair isn't locking into place. She was transferring out of the bed attempting to get into the chair and the chair rolled away. She fell on the floor with no injuries. She also states the arm is loose.